Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer's mother reported that the insulin pump may not have been delivering properly due to the customer having a high blood glucose level the day before the call. Caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.